Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic bullectomy, the cartridge could not be loaded into the device at the 2nd firing on the lung. The cartridge was gold. Then, it was found that the cartridge pan came off and it was left in the jaw when the cartridge was removed after the 1st firing. After the left cartridge pan was removed, a new cartridge was loaded into the same device and fired without problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # l53w75. The analysis found that one pce45a device was returned in good visual condition and with two ecr45d cartridge reloads present. Cartridge (a) ecr45d, m5313g was received fully fired and in good visual conditions. Cartridge (b) ecr45d, m5342l was received fully fired and with the cartridge pan dislodged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the test cartridge was loaded and removed without any difficulties during testing. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.